Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting noise, pacing inhibition, high pacing thresholds, loss of capture and high pacing impedance measurement greater than 2,000 ohms. The physician felt the lead had an inner coil conductor fracture. A revision procedure was performed and the ra lead was surgically abandoned. The physician was also unable to obtain any sensing, impedance or capture through the pacing system analyzer (psa). A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.